Event description:
Product analysis was completed on the returned generator. Visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed expected level of output currents and no signs of variation. Both interrogation and system diagnostic tests were performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.041 volts during functional testing and showed an ifi=no battery indicator. The internal device data showed that 25.415% of the battery had been consumed. The device decoder showed evidence of increased impedance, where the automatic check detected a change from within normal limits to high impedance during the use life of the implant. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead portion. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connector pin quadfilar coil appeared to be broken approximately 3mm from the electrode bifurcation. Scanning electron microscopy (sem) was performed on the connector end of this break and identified the area as being mechanically damaged, which prevented identification of the coil fracture type. Pitting was observed on three of the broken strands, and residual material and evidence of a stress induced fracture (rotational forces) on another. Sem on the mating end of this break identified the area as being mechanically damaged with pitting, which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, and no other discontinuities were identified. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s full vns replacement surgery was completed. The explanted generator and lead were received by the manufacturer and are undergoing product analysis. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s vns generator registered high lead impedance. The patient¿s caregiver indicated there was no known trauma to the region of the vns. Seizure frequency was reportedly unchanged, but the previous two months saw an increase in seizure intensity. Device settings were turned off at that time. The patient was referred for replacement surgery, but surgical intervention has not occurred to date. No additional pertinent information has been received to date.